Manufacturer narrative:
(B)(4) - pseudarthrosis. (B)(4). Literature citation: scheufler, et al). Less invasive surgical correction of adult degenerative scoliosis, part I: technique and radiographic results. Neurosurgery. 2010; volume: 67. A review of the device history record was not possible without additional device information. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.

Event description:
The authors discussed the technical feasibility and radiographic results of image-guided less invasive correction of adult degenerative scoliosis. Between (B)(6) 2006 and (B)(6) 2008, thirty individuals (B)(6) with progressive deformity, intractable back pain, radiculopathy, or neurogenic claudication were treated by unilateral transforaminal interbody cage instrumentation and bilateral facet fusions with rhbmp-2, using biplanar fluoroscopy or intraoperative computed tomography (ict)-based navigation during the surgical procedure. If appropriate, cages were placed eccentrically within the disk space on the concave side to maintain the coronal plane correction achieved by previous asymmetric interbody distraction. Autologous bone chips and rhbmp-2 were placed within and anterior and lateral to the cage, as well as on the ipsilateral laminae and proximal transverse processes. Fusion in the thoracic spine was obtained by bilateral facet joint arthrodesis extending to adjacent laminae with rhbmp-2. Accuracy of screw placement, curve correction, and fusion rate were evaluated during a mean follow-up of 19.6 months. In a single patient, l5 root irritation secondary to posterior cage dislodgement/migration was observed. Lumbosacral pseudarthrosis was noted. No details were given that would differentiate this specific patient's clinical data, condition or outcome.